Event description:
It was reported the detector has image artifacts. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that detector have artifacts. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded the detector was dropped resulting in artifacts in the center of the image. After checking, it was found that the detector has been impacted, and the edges show visible scratches. The image also shows occasional streaks, including a long stripe about 1-inch-wide running from the top to the bottom of the center edge. There were also mechanical shocks registered in the detector shock log. Calibration was successfully completed, and the system is now functioning properly. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).